Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issues.